Manufacturer narrative:
(B)(6). (B)(4). Device evaluation anticipated but not yet begun.

Event description:
It was reported that on (B)(6) 2015, intra-op, the break off screw was found slipped. The product came in contact with the patient. No patient complication were reported.

Manufacturer narrative:
Additional information: product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to be consistent around the damaged portion of the thread. Functional evaluation with sample m8 mas head found all three set screws unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.